Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap chole procedure, the blue seal of the device tore. No adverse events have been reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each circular seal was cut on the instruments. Each envelope seal was intact. Each device failed an air leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.